Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.na

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 17f. Reportedly, during the tavi procedure, a balloon delivery system was twisted while inside the anatomy. During removal of the balloon catheter, the rcfa was damaged and greater bleeding was caused. The two proglide sutures were broken during removal of the balloon catheter. A viabhan covered stent was placed in the rcfa via the left common femoral artery (lcfa) with a 10f sheath to achieve hemostasis. Arteriotomy closure of the lcfa was attempted with two additional proglide; however, hemostasis was not achieved. A 7f sheath was place to reduce bleeding. Manual compression was used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported suture detachment appears to be related to interaction with the balloon catheter during removal. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.